Event description:
It was reported that the procedure was to treat a moderately tortuous distal left anterior descending artery. A 2.0 x 20 mm otw mini trek was advanced over a balance middleweight (bmw) 300 cm guide wire and inflation was performed 2 times at 8 atmospheres. During removal of the catheter, it froze on the guide wire and the two devices were removed as a single unit. The procedure was completed by using another bmw 300 cm guide wire and implanting a 3.0 x 28 mm otw xience v. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The balance middleweight 300 guide wire mentioned is being filed under a separate manufacturer report number. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.